Event description:
Reporter noted unit had residual vacuum in burst mode. When doctor took foot off pedal, it kept vacuuming. Posterior capsule ruptured; anterior vitrectomy performed, and sulcus lens placement. Prognosis reported as good.